Manufacturer narrative:
This event was previously reported by edwards lifesciences under manufacturer report # 2015691-2020-12141. Additional information received confirmed that this report was a duplicate of that previously reported event. Upon review of the complete information, this event is no longer considered reportable and a corrected supplemental is being submitted

Manufacturer narrative:
Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. With the limited information provided, the need for the valve explant is unknown. Additional information has been requested but, to date, has not been received. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Patient who underwent an implant of a 29mm sapien 3 valve, in aortic position, by transfemoral approach. Approximately, one year and two moths post-implant, sapien 3 valve was explanted and a carpertier-edwards perimount was implanted.